Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, on preparation, prior to use on a patient, the handle was removed from the charger and inserted into the shell. The adapter was attached, but it did not work. When it was returned to the charger again, the status of the charger was blue. The black stain adhered to the conductive contact surface of the handle was wiped with alcohol sheet. When it was inserted into the charger, the screen of the handle came on. However, when the handle was moved from the charger, the screen disappeared again. It would also not respond even after attaching the reload. A stapler from another company was used to complete the case. There was no patient injury.